Event description:
A customer obtained an erroneously elevated troponin (accutni) result of 1.33ng/ml on one patient sample. The original specimen was tested on a different instrument and an accutni result of 0.01ng/ml was generated. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in plastic bd tubes with a gel separator. Qc was within the customer's established ranges prior to the event. A field service engineer (fse) was dispatched: the fse replaced parts, performed alignments, and cleaned hardware components. The fse conducted a diagnostic and qc testing and results passed within specifications. Although hardware issues were addressed, no definitive root cause for this event has been determined to date. A malfunction will be assumed for the purpose of this report.